Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the lead exhibited insulation damage. The internal wire was damaged and there was a wire-like item coming out of the of lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.